Event description:
There was slight sluggish operation of the left side regulator during routine preventive maintenance. The performance returned to normal but, as a precaution, both regulators were replaced. Field service stated that this is not unusual and that the console would have operated according to specifications. There was no pt involvement.